Event description:
Healthcare professional reported a patient was injected with unknown dermal filler in mandible. About 6 months later, healthcare professional reported patient was infected with juvéderm® volux¿ in the mandible. After completing the procedure, the product was overflowed, and that the doctor assumes that it is from an application from 6 months ago. The mandible region was cleaned. The event is ongoing. This is the same event and the same patient reported under MDR ID# (3005113652-2023-00299) (allergan complaint pr# (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volux¿.

Manufacturer narrative:
Clarifications to initial reporter phone number: (B)(6). The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to adverse event problem type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time.